Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post-implant the right atrial (ra) lead dislodged. The ra lead was explanted and replaced but the replacement lead also dislodged. The replacement lead was not used and the physician decided to use the implantable pulse generator (ipg) without an atrial lead. No patient complications have been reported as a result of this event.